Event description:
Related manufacturer reference number: 2017865-2022-03721. It was reported that the patient presented for generator change procedure. It was noted that the patient's right ventricular (rv) and right atrial (ra) leads exhibited non-capture and high pacing impedance. Therefore, the physician elected to explant and replace both leads during the procedure. The patient condition was stable.

Event description:
Related manufacturer reference number: 2017865-2022-03721. It was reported that the patient presented for generator change procedure. It was noted that the patient's right ventricular (rv) and right atrial (ra) leads exhibited non-capture and high pacing impedance. Therefore, the physician elected to explant and replace both leads during the procedure. The patient condition was stable.